Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported left side rupture and fluid collection. Physician later reported "high blood pressure and heart failure", which is not device related. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported left side rupture and fluid collection. Physician later reported "high blood pressure and heart failure", which is not device related. Device has been explanted.

Manufacturer narrative:
Clarification to h6: e0307 seroma - please disregard as the previously reported event of "fluid collection" (seroma) was never reported by the physician and will be unreported.

Event description:
Upon further review, the previously reported event of "fluid collection" (seroma) was never reported by the physician and will be unreported. Patient was the initial reporter who provided a physician diagnosis of rupture. Healthcare professional reported after surgery, the device was discarded according to hospital regulations.